Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device stopped compressions and alarmed. The crew power cycled the device, but it would not restart. Manual CPR was initiated. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The customer indicated manual compressions were performed until another device was placed on the patient and compressions continued. This issue is patient related; however, there was no adverse patient outcome reported.